Manufacturer narrative:
Concomitant medical product: 694975 lead implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device replacement there was intermittent right atrial (ra) lead noise when the device was being placed in the pocket. It was further reported the oversensing of noise may be inhibiting pacing. The lead was tested via the analyzer and with manipulation of the proximal lead body noise was created. The lead was observed to have a bend at the area in question however no insulation break was noted. A lead revision was attempted however there was no venous access. Therefore the lead remains in use and the sensitivity was reprogrammed. No patient complications have been reported as a result of this event.